Event description:
It was reported the core wire was allegedly stuck. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. One 14.5 fr d/l hemosplit vas-cath 19cm catheter with surecuff kit was returned for evaluation. The guidewire was returned inside the introducer needle and could not be advanced through the needle. When viewed under magnification, tissue was noted between the needle bevel and the guidewire. The distal tip of the inner core wire was visible, indicating stretching of the outer wire. Based on the findings, the investigation is unconfirmed for the reported stuck guidewire issue and confirmed for a frayed guidewire.it is likely that the identified frayed guidewire issue was perceived as the reported issue, as it would prevent the wire from moving normally within the needle. Additionally, per the evaluation results, it was noted that there was tissue noted between the needle bevel and the guidewire, a characteristic typical of retraction of the guidewire against the needle bevel. Therefore, it is possible that damage due to retraction during use contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the wire was stuck. Another device was used to complete the procedure. There was no reported patient injury.